Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood. At the time of this report the disposable cartridge has not been returned to nxstage. The report of a broken connector cannot be confirmed. Nxstage will continue to monitor as part of the routine complaint process. Facility staff has been notified. There has been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the connector on the saline line broke while attempting to connect for rinseback during a routine hemadialysis treatment. Rinseback was not performed resulting in an estimated blood loss off 190cc. No medical intervention was reported.